Event description:
It was reported the blade was used during a laparoscopic nissen. Pt was reoperated on for bleeding of the gastric vessel. Pt received 4 units of blood. No further consequence to pt.